Event description:
The patient was cardioverted x 3. #1. 120j 155.5 delivered, #2 120j selected 158.4 delivered, 3rd shock 200j selected 299.8 delivered. On the first and second shocks, the physician stated he heard a "popping sound". On the third shock he looked at patient's head and saw a "ball of fire" come out of the patient's mouth. Superficial first degree burns were noted around the rim of the anterior zoll pad about 3 to 5 cm in length. Silvadene ointment was applied. There was no evidence of harm to mouth area. No excess metal in mouth although patient did have metal rod teeth implants. The patient had a concave chest and entire chest and arms were tattooed. The circular zoll pad is rigid and did have to be pressed in place to adhere to the skin. The patient was successfully cardioverted and was discharged without any further problems.